Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, a clear plastic ring and a black o-rings that sits under that both has just come a loose. The blood glucose was 3.3 mmol/l at the time of the incident. Customer stated that, the reservoir can lock in place but was pretty loose. Customer treated low blood glucose with herself and declined troubleshooting for it. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Unable to perform the displacement test and the reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o ring, scratched case, cracked keypad overlay at select button, damage keypad overlay and minor scratched lcd window.